Manufacturer narrative:
The evaluation confirmed the reported no image issue. Additionally, evaluation found the device had battery consumption. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus via repair request device image does not appear due to poor contact with scoop. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to defective lock part of the video connector or contact part worn. Olympus will continue to monitor field performance for this device.